Manufacturer narrative:
Section d1 - brand name: corrected section d4 - catalog number: corrected section d4 - primary unique device identification (UDI) number: corrected no further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
Anemia was noted, but no cause such as hemolysis closely related to the device was found.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that the patient was admitted for major bleeding on (B)(6) 2022. The patient was given a blood transfusion on (B)(6) 2022. The source of bleeding was not determined. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. This IFU lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.